Manufacturer narrative:
The device was manufactured 03/17/2016 - 03/19/2016. Medwatch number mw5072294. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. During patient infusion, a leak was observed at the filter. The device was filled with an unspecified amount of etoposide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.